Event description:
It was reported that the patient's knee twitched during the procedure.

Manufacturer narrative:
The unit was returned, but the failure mode was not confirmed. It was reported that while using a 90-s xl during the procedure, the patients¿ knee twitched. It is believed that it may have come in contact with a nerve. According to the risk management report, the most probable root cause for ¿too much em emission, excessive em fields emitted to other equipment or equipment causing interference¿ is rf emissions out of range. After all the tests were performed to the returned unit, no malfunction, and/or manufacturing related defect was observed that could have caused the reported reaction to the patient. The unit passed all the visual tests, it did not present any insulation damage, bending, wear marks or signs of misuse and also pass all functional tests, operating normally during the simulation performed, therefore, defective probe can be ruled out as a possible contributor. The serfas energy probe is used in electrosurgical procedures for resection, ablation, and coagulation of soft tissue, as well as the hemostasis of blood vessels in patients undergoing arthroscopic surgery of the knee, shoulder, ankle, hip, elbow, and wrist. These radio frequency (rf) surgical probes are specifically designed to operate at frequencies above 100 khz in order to avoid interference with lower - frequency biological signals. The ability of rf probes to operate at frequencies that are orders of magnitude higher than neuromuscular signals allows them to produce the intended tissue ablation and coagulation (heating and breaking of molecular bonds). In order to produce a muscle reaction, lower frequency signals must be generated. This could take the form of noise from the rf probe, or it can also be generated from inside the console or other equipment being used in the or. Consoles, monitors, and many other types of equipment often operate at lower frequencies between 10-100hz; it is very possible for these signals to interfere with the normal rf frequencies. As a result of the interference, the low frequency signals can then be conducted by the probe to the patient, causing muscle stimulation. Based on the information provided, the returned unit's evaluation and investigation performed, the most probable root cause for the patient¿s muscle stimulation is radio frequency signal emissions conducted by the probe during normal operation. In sum, the unit was returned, but the failure mode was not confirmed.

Event description:
It was reported that the patient's knee twitched during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.